Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Improper or incorrect procedure or method could not be replicated in a testing environment due to it being associated with user error. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The improper or incorrect procedure or method is associated with the user retracting the gripper lever beyond 1.5 centimeters (cm) beyond the mark. It should be noted that the mitraclip system instructions for use, cautions under section 8.0 ¿final mitraclip system positioning¿ step 8.1, raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance. In this case, since it cannot be confirmed whether the user error led to the gripper actuation issue and no damage was identified to the device during device analysis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr clip (00311u196) was inserted; however, the physician noticed that the grippers would not lower. It was noted that the gripper lever was retracted beyond the blue line when the gripper actuation issue was observed. It was also noted that due to echocardiography, visibility was poor. Troubleshooting was performed, but the issue was unable to be fixed; therefore, the clip was removed. During preparation of an additional xtr clip (00113u136), the physician noticed that while closing the clip, the clip arms became stuck once reaching approximately 40 degrees. The clip then abruptly jumped closed. The physician decided to not use the clip. It was noted that there were no additional xtr clips available to implanted; therefore, the procedure was discontinued. No clips were implanted, and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.